Event description:
Approximately eight months ago, the patient underwent an uneventful anterior cervical microdiscectomy of c4-5, c5-6 with microscope. Microscopic dissection technique for arthrodesis with partial corpectomies at both levels was completed using k2 medical peek aleutian cages with local bone. Also, anterior cervical instrumentation was used to implant the k2 medical pyrenees cervical plate at c4-5, c5-6 using microscope. Patient returned to the hospital recently with a principal diagnosis of -c5 and c5-c6 pseudoarthrosis due to instrumentation failure. Patient underwent, by the same surgeon, a posterior lateral mass fusion c4-c5, c5-c6. This was completed by segmental lateral mass fixation using stryker oasis lateral mass screws. Partial osteotomy of the facets at c4-c5 and c5-c6 with arthrodesis was again attempted using infuse and c-arm fluoroscopy, which evoked potential monitoring with microscopic dissection. The op report notes the following upon insertion of the screw "the left c6 lateral mass screw was noted to start fracturing up towards the facet, thus we restarted the entry site at a lower more medial positioning." I have been in touch with the rep for k2m and he is awaiting return of the hardware for manufacturer evaluation.